Manufacturer narrative:
(B)(4). Oxf anat brg rt md size 3 PMA item #159575 lot#824600. Oxf twin-peg cmntd fem md PMA item # 161469 lot#687500. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00410 and 3002806535-2022-00411. The device will not be returned for analysis. However; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty approximately six years ago. Subsequently, the patient was revised from an oxford uni to a total knee due to unknown reasons.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b2, b4, b5, b7, d5, g3, g6, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.